Event description:
The customer reported that the side-firing surgical fiber was damaged at the tip at 100 joules of use. There was no reported injury.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The customer's initial report that the surgical fiber was damaged at the tip, is not considered a reportable issue. Upon analysis, the fiber was found to be parted / separated at the connector; the outer sheath was observed to be melted and burned. No issues or damage was observed on the fiber tip/cap. Based on the analysis, fiber breakage during use, could also result in an unsafe firing condition and has been identified as a potential safety issue. There was no injury reported as a result of this event. The root cause of the device failure was determined to be handling issues and or anatomical / procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns the user not to bend the fiber at sharp angles.